Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for procedure. While loading the sheath onto the non-abbott wire, there was resistance. The sheath was inserted into the patient and more resistance was felt. The sheath was removed, and it was noted that the dilator was split on the wire. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable and discharged.

Manufacturer narrative:
An event of difficulty advancing the sheath and dilator split was reported. The investigation confirmed that the tip of dilator was damaged split when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the dilator split could not be conclusively determined. As a result of this finding, abbott is performing further investigation to monitor this issue.

Event description:
N/a